Manufacturer narrative:
The device was returned for analysis. The reported hub leak and activation failure were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that there was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported hub leak; however, factors that may contribute to hub breaks include, but are not limited to, material damage, mishandling by user, and interaction between the hub and other procedural devices (stopcock, indeflator, etc.). The reported activation failure appears to be related to operational context as it is likely that the reported hub leak caused the activation failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, severely obstructed ostial right coronary artery (rca). A 3x15mm xience alpine drug eluting stent (des) balloon would not inflate. The physician changed the indeflator thinking it was defective, but it still would not inflate. A leak in the hub was noted. The device was removed without issue. There was no adverse patient effect and no clinically significant delay in the procedure. Another stent was implanted without issue. No additional information was provided.